Manufacturer narrative:
The samples returned were non-destructively evalauted (measured and photographed). It appears that the 5 inch piece of catheter has a fairly clean cut part way through the catheter (possibly due to backing out the catheter through the needle introducer). This "cut" could have created a weak section allowing the catheter to stretch/tear upon removal.